Event description:
As reported: manta deployed outside vessel. Cannot figure out why. Depth location seemed too shallow for patient size and anatomy. Manual pressure applied. Updated info on 11apr2022: manta was deployed in the tissue tract and was not extracted. Seeing as this is a bio-absorbable device, a decision was made to leave it in place.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. A post angiogram was received and indicates the radiopaque lock far from the common femoral artery. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain access. The arteriotomy was 6.4mm, mild calcification in the lateral wall, and a depth measurement of 2cm + 1cm. Following deployment, it was reported the manta closure device was in the tissue tract and not near the common femoral artery. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding initial and deployment procedures, and patient conditions and environment. The safety and effectiveness of the manta device can be compromised when the vessel size is on the low end of the recommended in addition to the presence of calcification. The IFU potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.